Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's aunt reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 500 mg/dl at the hospital. The meter read high. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08700 inches. All buttons functioning properly. No button error alarm noted. However, found moisture damage on the keypad traces during visual inspection on the keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, broken belt clip slot and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.